Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high, causing a seizure. The blood glucose reading was 290 mg/dl. The paramedics treated the customer with a manual injection. The drive support cap appeared normal and recessed. The customer was advised to change the enitre set, reservoir, and insulin and treat per a health care professional's instruction. The customer was advised to call back to continue troubleshooting when supplies were available to run a high pressure test.